Manufacturer narrative:
This report has been identified as b. Braun (B)(4) internal report (B)(4). The complaint is under evaluation. A follow-up report will be provided after the examination results are available.

Event description:
As reported by the user facility information by bbm sales organization in (B)(6): "overinfusion". "At approx 4am patient started having extreme peaks and troughs in blood pressure going as high as 260 systolic without intervention causing heart rate to drop to 35 and display eptopics etc. But then would also have episodes where blood pressure would drop down to as low as 70 systolic. Doctors contacted who advised to give further sedation and sedation bolus's - and also to ensure no causes of spinal dysreflexia. - catheter bladder lavage provided. Sheets and gown ensured it was loose and not tight. Et tapes etc. Also provided a pr examination to ensure patient not impacted. Some small pieces of had stool present but otherwise rectum empty. Patient was also repositioned into a neutral positon on back. Suction provided etc. However following all he above interventions the peaks in blood pressure did not resolve. Abg at this time was also unremarkable. We then decided to change the line and pump on the noradrenaline. Following this the blood pressure resummed to normal and the problem appeared to resolve. ? Technical problem with pump?? In view of this we have taken pump for review with technicians. I've received the attached event log from dan and can't see anything unusual - dan reports no errors in the error log. I've also requested dan inspects the admin set/pumping segment, verifies the pump date/time and performs a full pvp."

Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). The device history files were read and analyzed. No abnormalities were found in the device and alarm history. A visual inspection was performed. No visible damage was to located. A functional test was performed. The device passed the self test. A space line was inserted, and the pump identified the line and it could be selected from the menu. It was possible to put the pump in operation. For checking the downstream-sensor the electronic pressure cut-off and the mechanical pressure limitation of the device were tested, according to the requirements of the technical safety check. The device matched the required values and standards. All measured values were within our specification. A delivery accuracy measurement according to iec 60601-2-24 was arranged. Here a nominal flow rate of 100 ml/h was chosen. The assessed mean deviation "a" of the second operating hour was measured and resulted in a value of +0,06%. (Accuracy of set delivery rate should be: ± 5 % according to iec/en 60601-2-24) the device matched the required values and standards. All measured values were within our specification. During the investigation no faults could be detected. To investigate the inside of the device, only the upper housing was removed. No damage or soiling could be found. The complaint could not be confirmed. Summing up all tests, the infusomat space operated within our specification. No product deviation.

Event description:
As reported by the user facility information by bbm sales organization in united kingdom: "overinfusion". "At approx 4am patient started having extreme peaks and troughs in blood pressure going as high as 260 systolic without intervention causing heart rate to drop to 35 and display epitopic etc. But then would also have episodes where blood pressure would drop down to as low as 70 systolic. Doctors contacted who advised to give further sedation and sedation bolus's - and also to ensure no causes of spinal dysreflexia. - catheter bladder lavage provided. Sheets and gown ensured it was loose and not tight. Et tapes etc. Also provided a pr examination to ensure patient not impacted. - some small pieces of had stool present but otherwise rectum empty. Patient was also repositioned into a neutral positon on back. Suction provided etc. However following all he above interventions the peaks in blood pressure did not resolve. Abg at this time was also unremarkable. We then decided to change the line and pump on the noradrenaline. Following this the blood pressure resummed to normal and the problem appeared to resolve. ? Technical problem with pump?? In view of this we have taken pump for review with technicians. I've received the attached event log from dan and can't see anything unusual - dan reports no errors in the error log. I've also requested dan inspects the admin set/pumping segment, verifies the pump date/time and performs a full pvp."